Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g4, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the cause of the power button failure was due to a defective (qb) board as 5 years and 2 months have passed since manufacturer, the defective board was potentially cause by aging degradation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject monitor was returned. The evaluation confirmed the reported "buttons to turn the monitor on do not always work as the image was found intermittent when powered on/off. The qb board was found defective. In addition, there were two cracks on the controller keypad sheet. The repair records indicate the monitor was recently serviced via repair on (B)(6) 2020 but was returned unrepaired the investigation is ongoing; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that the buttons to turn on the high definition lcd (liquid crystal display) monitor's do no always work. No patient injury or harm was reported.